Event description:
The reporter stated that device result was over 400 mg/dl and he dosed insulin. He said he went into a coma and was treated from emts with a glucose IV after they checked his glucose and the result was 15 mg/dl. The device was replaced and requested to be returned for evaluation.